Event description:
On (B)(6) 2011, abbott point of care was contacted by a dist who reported that an I-stat 1 analyzer would not activate with the power key. The analyzer was returned to apoc and, on (B)(6) 2011, during routine failure analysis, a burned component was discovered. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).